Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(6) 2010. The returned product will be analysed and the results of analysis will be developed in a follow-up report.

Event description:
The valve was implanted with the initial setting 200, on (B)(6). The doctor lowered the setting gradually and the patient left hospital with 110 on (B)(6). However, the patient started to suffer from hydrocephalus on (B)(6). The doctor changed the setting to 70 but realized that csf did not flow after various examinations. The valve might have been occluded. Therefore, he extracted the valve and implanted a new spvb. He wants to know the root cause of this event.